Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected. Several apparent minor superficial scratches and fibers were observed in the anterior clear optic zone. The reported complaint of lens scratched is confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before using the intraocular lens (iol), the optic part was observed under a microscope and had something like a scratch or bubble on/in the optic. The lens was not used. There was no patient contact with the suspect lens.